Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump failed accuracy (+7.35%). No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition, however the screen was scratched and the labels were removed. Functional testing involved three separate delivery accuracy tests. At least one test was outside of the pump's delivery accuracy manufacturing specification. The investigation determined that the expulsor was the cause of the reported issue. The expulsor was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: event problem patient code (h6) updated due to no patient involvement